Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 12mm x 4.5mm target lesion was located in the severely calcified and severely tortuous left anterior descending artery with a significant bend of greater than 90 degrees. A 4.50mm x 12mm liberté stent delivery system was used to treat the lesion but was not able to use the device because the strut was broken. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a liberte/veriflex stent delivery system (sds) and stent with a shelf box and product pouch. The batch number on the returned device and packaging matched the reported batch number. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The third proximal row and the first three distal rows of stent struts were flared, bent and overlapping. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the tip damage or stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 12mm x 4.5mm target lesion was located in the severely calcified and severely tortuous left anterior descending artery with a significant bend of greater than 90 degrees. A 4.50mm x 12mm liberte stent delivery system was used to treat the lesion but was not able to use the device because the strut was broken. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.